Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that there was poor aspiration when performing ultrasound during a cataract surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for this report.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).